Event description:
It was reported that the patient¿s caregiver twisted the infusion set tubing during deployment, which pulled the set up from the applicator and resulted in an incorrectly deployed infusion set; replacements were arranged and the lot number provided was (B)(4). Symptoms included no reported adverse clinical effects, no reported hypoglycemia, and no reported hyperglycemia. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and caregiver education provided by customer support. Investigation of this case revealed user technique error related to infusion set deployment and connection, with the affected component being the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set deployment.